Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and could not be recovered. A field service engineer (fse) remotely dialed into the station and observed the failure associated with cubie d1 in drawer 2.1. The fse requested that user physically inspect the cubie to determine if the failure was recoverable. Following the inspection, the pharmacy confirmed that the issue was resolved by recovering the affected cubie. Post repair verification confirmed normal operation, and the issue was confirmed resolved by the customer. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be recovered. The user attempted to reboot the station and recover the storage; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.